Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2017. The patient was found dead in his living room on (B)(6) 2020, which was far from the patient bedroom where the home monitor is installed. The last remote follow-up was received on (B)(6) 2020 by the site. However, no patient initiated transmission (pit) could be sent via the remote monitoring system on (B)(6) 2020. The date of death is unknown. Preliminary analysis revealed a proper device functioning until (B)(6) 2019.

Event description:
Reportedly, the subject ICD was implanted on (B)(6) 2017. The patient was found dead in his living room on (B)(6) 2020, which was far from the patient bedroom where the home monitor is installed. The last remote follow-up was received on 23 january 2020 by the site. However, no patient initiated transmission (pit) could be sent via the remote monitoring system on (B)(6) 2020. The date of death is unknown. Preliminary analysis revealed a proper device functioning until (B)(6) 2019.